Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device could not be loaded onto the handpiece was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the neuro tip of the device had been drilled into. It was determined that this condition was caused by excessive side loading causing the cutter to flex and to come in contact neuro tip and/or leg. The assignable root cause was determined to be due to user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device could not be loaded onto the handpiece device. During in-house engineering evaluation it was observed that the neuro tip (foot) of the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.